Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the implanted mitraclip detached from one leaflet but remained attached to the other leaflet. Mitral regurgitation increased. It was reported that on (B)(6) 2017, two mitraclips were implanted successfully, reducing the functional mitral regurgitation (mr) from grade 4 to 1-2. On (B)(6) 2017, a pre-discharge transesophageal echocardiogram (tee) was performed and the medial mitraclip had a single leaflet device attachment (slda). The clip had detached from the posterior medial leaflet (pml) and remains attached to the anterior medial leaflet (aml). The mr had increased to grade 2-3. The other implanted mitraclip remained securely attached to both leaflets. There was no treatment provided. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A thorough review of single leaflet device attachment (slda) complaint data was performed which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. However, the reported patient effect of mitral regurgitation is due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.